Manufacturer narrative:
Retaining post.

Event description:
It was reported by service report that the power pro will not lock into the ambulance. No pt involvement or adverse consequences are reported.